Event description:
Philips received a complaint by the customer on the v60 indicating that after starting up the device, it was observed that there was a battery failure, and red alarm cannot be eliminated. At the same time, after removing the power supply, the ventilator cannot use the backup battery and directly shuts down. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor a delay was noted.

Manufacturer narrative:
E1 (B)(6).

Manufacturer narrative:
H10 the hospital found a third-party vendor to repair the power switch overlay and it was confirmed that the equipment returned to normal use. The device passed the required performance verification tests per philips standards and was returned to service. No further information was able to be obtained. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 it was reported there was no patient involvement at the time the issue was discovered, it was discovered before therapy.